Event description:
It was reported by (B)(6) hospital, liverpool UK that the temperature monitors associated with two devices went into alarmed condition. The devices were not implanted, but were replaced with two similar lifecell devices. As a result of the alarm condition, the procedure was delayed for 30 minutes prior to the patient entering the operating room.

Manufacturer narrative:
Method: evaluation of the returned temperature monitor. Review of the device history record for lot s11084. Query of lifecell complaint system for any similar complaints reported to lifecell against lot s11084. Results: evaluation of the returned temperature monitors revealed that temperature monitors malfunctioned. Review of the device history records for lot s11084 resulted in no remarkable findings,with no deviations related to the nature of this complaint. Review of the kitting inspection records for lot s11084 revealed that temperature monitor (s) were properly contained in the carton (s), activated and digital display screen reads "ok". Query of lifecell complaint system revealed no other similar complaints reported to lifecell against this lot; as of (B)(4) 2012, there were 421 devices distributed, including 39 devices reported as implanted. Conclusion: investigation concluded that the temperature monitor malfunctioned. The event reported as "out of box failure" rendering product unusable. Review of the device history records for lot s11084 resulted in no remarkable findings,with no deviations related to the nature of this complaint. Review of the kitting inspection records for lot s11084 revealed that temperature monitor (s) were properly contained in the carton (s), activated and digital display screen reads "ok". There were no other similar complaints reported to lifecell against this lot.